Event description:
Patient referred to our office for persistent bloody vaginal discharge and dyspareunia. She had a posterior prolift procedure done at an outside institution in 2008. Exam in the office approx eight months later, confirmed mesh extrusion, 2x2 cm, in the mid portion of the posterior vaginal. No obvious rectal wall involvement. Plan will be to proceed to the operating room within the next month for excision of this mesh. Dates of use: 2008. Diagnosis or reason for use: per outside op note: "rectocele".